Event description:
Related manufacturer reference number: 2017865-2021-23977. It was reported that a patient presented with suspected pocket infection. The physician confirmed pocket infection and the entire pacing system was extracted on (B)(6) 2021 and replaced on (B)(6) 2021. The patient was in stable condition.